Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a systemic infection. The infection was confirmed through bloodwork. There was no allegation that the infection was related to the abbott products. The system was explanted. The patient was in stable condition.